Event description:
It was reported that bd connecta¿ stopcock had leakage. Customer¿s verbatim: ¿ leakage. ¿

Manufacturer narrative:
H.6. Investigation: in response to the event reported by your facility a device history review was conducted for lot numbers 8254691 & 8250928. Our records show that a trend for leakage has been detected in these batches of bd connecta. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA# 629955 was initiated.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8254691; medical device expiration date: 2021-08-31; device manufacture date: 2018-10-10; medical device lot #: 8250928; medical device expiration date: 2021-08-31; device manufacture date: 2021-08-31. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock had leakage. Customer¿s verbatim: ¿leakage.¿